Event description:
Caller reported experiencing multiple minimum fill notifications over the past year but confirmed that there was no adverse impact to the customer¿s blood glucose level. The caller attempted to load a new cartridge and resolved the issue by changing it. Technical support educated caller and provided guidance on the cartridge loading process, noting that the caller had not been removing air from the cartridge and was using cold insulin. Instructions for proper loading techniques were emailed, with a recommendation for the caller to reach out again if the issue persists.